Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision surgery due to pump malposition. It was indicated that the ipp was working appropriately; however, the pump was high-riding in the scrotum. During the procedure, the existing pump was removed and replaced. The new component was provided with longer tubing. There were no patient complications.